Event description:
Surgeon using ligasure handpiece to resect a portion of the bowel. Instrument caused a hematoma to form on both sides of the mesentary. Surgeon forced to resect out that piece of bowel and start over with a new section. Instrument performed correctly in subsequent use.